Manufacturer narrative:
On (B)(4) 2016, the medical affairs director performed a clinical evaluation while checking the x-rays and commented as follows: according to report, the presence of an acute infection has been verified and therefore this is the root cause for revision. There is no indication that the responsibility for the infection should be sought in the implanted devices. Batch review performed on (B)(4) 2016: lot 124306: 29 items manufactured and released on 08 january 2013. Expiration date: 2017-11-30. No anomalies found related to the issue. To date, 23 items of the same lot have been already sold without any similar reported event. Explant not available.

Event description:
The patient came in with signs of infection. The surgeon revised the poly insert and washed out the knee. The surgery was completed successfully. The explant will not be returned. The infection was staphylococcus aureus.

Manufacturer narrative:
On 04 may 2016 it was prepared a final report with the information already submitted in the initial report.on 06 may 2016 the report was sent to the initial reporter and the case was closed.